Manufacturer narrative:
Corrected data: e3 (¿other health care professional¿ was inadvertently omitted from the initial report) & g2 (¿health professional¿ was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken eyepiece funnel and optical system lenses could not be identified. However, it¿s likely the cause is related to excessive use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope "ultra", had broken pieces. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found scratches on the distal end, a broken eyepiece funnel and broken lenses in the optical system. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.